Event description:
We initiated transfer of pt from commode to recliner chair with (B)(6) and nursing assistance. Although pt did not fall (sat on edge of recliner as the pt and rn stabilized the chair) the recliner moved backward (away from pt) as the pt sat despite both front (only) brakes being in locked position. Attempted standing from chair to reposition pt and chair had to be held in place to avoid posterior movement of chair with sit-to-stand by pt.